Event description:
On 4/19/24 an ilet user reported they experienced a low blood glucose (bg) event that required assistance in treating. The event occurred on 4/16/24. The user reported at around 1:30am on 4/16/24 they awoke to treat a low bg. The user's bg remained between 37 mg/dl and 47 mg/dl until around 5:45am when they gently fell out of bed and couldn't move. The user then ate some sugar cereal they had knocked onto the floor. The user remained on the floor, leaning against the bed, until around 7:42am when they texted their son who was in the kitchen. The son brought the user orange juice and an individual gogurt squeeze. The user reported no additional health effects. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 4/16/24. A medwatch report detailing the second low bg event on 3/28/24 is submitted on MFR report #: 3019004087-2024-00145.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-16 were reviewed. No instances of malfunction alerts were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. The ilet was first initialized on 2024-01-20. A factory reset was found in the logs at 3:42 am on 2024-03-29. The logs show the ilet was powered off 13 times between 2024-02-03 and 2024-04-16, leaving the ilet powered off for anywhere from 20 seconds to up to 10 consecutive days. The device was last powered back on two days prior to the event, on 2024-04-14. Body weight was changed 20 times from 2024-01-21 to 2024-03-30. The same weight was used for the initial set up and the factory reset, but was adjusted up and down within a 23-pound range over the course of two months of use. The weight was increased or decreased by 5 or 10 pounds five times on 2024-03-29 alone. The last weight change was logged on 2024-03-30 at 10:50 am, three pounds fewer than the weight used in the factory reset the day prior. Audio setting was set to low at initialization and was not changed. The audio setting was restored to the factory default of high after the factory reset. Urgent low soon and glucose falling quickly alerts were turned off on 2024-03-30 after the factory reset. Low glucose and high glucose alerts were left on. The cgm target, sleep cgm target, and sleep cgm target start and stop times were changed excessively. The cgm target was set at "lower" the evening prior to the event on 2024-04-15, and "usual" during the hypoglycemic event on 2024-04-16. The target setting was changed twice on 2024-04-15 at 10:23 pm. The last cartridge change prior to the event date was logged on 2024-04-14 at 7:06 pm. The infusion set (teflon cannula) was replaced twice on (B)(6) 2024 at 9:37 pm. On the day of the event, the user went to the insert cannula screen twice at 5:19 am but did not complete the process. The user then went to the fill tubing screen 19 times starting at 5:21 am until 5:51 am. 15 of those fill tubing events were less than 1 unit, with the other 4 events ranging from 1.4 to 2.0 units, for a total (B)(6) units primed. The user went to the insert cannula screen four additional times at 7:52 am, 7:54 am, 8:45 am, and 9:11 am but did not complete the process. The ilet was not being used until late in the evening on 2024-04-14. Review of the ilet report shows the user experienced a brief period of hyperglycemia overnight following a "usual" dinner meal announcement before cgm glucose comes back into range late on (B)(6) 2024. The ilet dosed insulin in response to the hyperglycemia, but it significantly decreased insulin at 9:35 pm when the cgm glucose was 271 mg/dl and starting to slowly trend down. From that point until the hypoglycemic event, only basal doses of insulin were delivered. On (B)(6) 2024, insulin dosing was suspended when cgm glucose was 101 mg/dl and stable at 12:35 am. Cgm glucose first went below range at 1:15 am, then trended around 70 mg/dl until going below range at 3:15 am and staying below range until 8:30 am. The meal dose delivered the night before the event was the same size as the dose delivered the night before that, which did not result in hypoglycemia. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. These alerts were consistently acknowledged by the user starting at 2:01 am. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report, and device logs, the ilet operated as intended by delivering or suspending insulin in response to rising and falling cgm glucose values and alerting the user appropriately. It is evident the user was not using the device in the intended way by repeatedly changing body weight and cgm target settings against recommendations and not wearing the device for days at a time. Having the device volume set to low and some of the low glucose alerts turned off impacted the user's ability to respond to the event promptly, contributing to the severity of the event. The user has decided to return the ilet.